Event description:
As reported, in 2003, this pt was implanted with gore excluder aaa endoprostheses. In 2008, this pt underwent a reintervention in which the previously implanted endoprostheses were relined with gore excluder aaa endoprostheses due to endotension. No other adverse events were reported. The pt is reported to be in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Endotension. Also implanted in the patient (pcc141400/lot# 023401804). Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.